Event description:
Techncial services received a call on (B)(6) 12. Caller stated that there were inappropriate mode switches noted due to noise on this ra lead. Caller did not see if it was reproducible. No reported patient symptoms. Physician is going to continue to monitor. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).